Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 42-50 mg/dl were recorded by continuous glucose monitor (cgm) at 3:33:38 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 3:33:38 pm. On (B)(6) 2020, at 12:26:24 pm and 1:04:02 pm, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.